Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 125 ohms. Technical services (ts) reviewed the presenting electrogram (egm) and stated that this patient had several recent traces of unsupported ventricular arrhythmias, the last of which was in the vf zone. In the case of a shock with out-of-range shock impedance, there would be risk of not converting the arrhythmia and this should be further discussed with the physician. The plan was to check defibrillation effectiveness by performing a controlled shock test. This lead currently remains in service. No adverse patient effects were reported.